Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had a skin irritation causing dermatitis had occurred while wearing the pod for more than 48 hours on the abdomen symptoms of itching, redness and pain began 1 day into usage. Patient visited physician and triamcinolone was prescribed but they were not sure of the dose. The pod was discarded.